Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a smart touch unidirectional catheter and an irrigation issue occurred during use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On (B)(6) 2025, additional information was received indicating it was the catheter that was suspected to have a flow/irrigation issue. The device was used on patient. There was no error given by the smartablate irrigation pump. There was a discharge of high flow rate but the temperature was very high. The catheter was taken out to wipe the head end and the pump exhaust flushed the head end without water. They connected the syringe at the tail end to push the saline, finally confirming that the irrigation hole is blocked. The correct catheter settings were set on the generator and there were no issues related to flow rate change at the start of ablation. Based on the new information received which indicated the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a smart touch unidirectional catheter and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 5-jan-2026. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).